Event description:
The device was used during an unk procedure. It was reported by the affiliate that the clips are malformed (stay open). There was no pt consequence.

Manufacturer narrative:
D5,6; h2,3,4,6;g4: added addition info. Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each instrument as it occurs in order to continuously improve co's products.